Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that yesterday the pt got the message software problem 1. Intellis 2.3.6 3.58 4.qfnew when the recharger was plugged into the controller. During call pt reset the controller and attempted to recharge the ins, the pt got no device found. Pt attempted to go through passive recharge mode and was able to recharge the ins at excellent with the ins battery being charged at 30%. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(4), product type: recharger. Product ID: 97745nt, serial#: (B)(4). Event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had been trying to get the stim to wake up (would not recognize the device), however, pt received a software problem 1. Intellis 2. 3.6 3. 58 4. Qf_new. Patient services (pss) walked pt through removing the battery pack and re-insert the battery and pt confirmed the message was cleared. Pt then tried charging their ins and pt saw the no device found screen. Pss walked pt through a passive recharging mode (prm) (pt said they think the ins had a charge before they received the software problem message). Pt started with all numbers at 75. Pt repositioned the  recharger (rtm) and number stayed at 74 or 75. Pt took the  recharger (rtm) off of their body and the numbers went to 74-75-77. Pt then saw the unable to recharge screen. Pss sent email to repair for rtm replacement. Pt called back stating they got a new controller but was still unable to initiate a charge to the ins. Dur ing call pt verified they were using the new rtm but was unable to proceed past passive recharge mode. A new controller was requested. No symptoms were reported. Pt called back and stated they received the controller and rtm cord and they are still not able to connect to charge the ins. Pt is seeing "set up" screen when they connect the rtm cord. Pss is walking pt through passive recharge mode. - pt is getting lower numbers 45 - 50. Pt tried to move the rtm paddle around the ins site but the numbers did not improve. Pss is recommending that pt connect with the hcp / rep to check the ins location.